Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgery, lens exchanged for a longer lens. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens,-13.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best uncorrected visual acuity was 20/17.

Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic broken. Work order search: no similar complaints were reported for units within the same lot. Conclusion: per dfu for this lens model, vicls are contraindicated for patients with acd below 3.0mm. (B)(4).